Event description:
It was reported that the surgeon had some unknown problems extending the implant. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the log wheel is damaged, the implant is in a fully compressed position, and the threaded spindle is jammed and cannot be moved accordingly. It is clearly visible that the expansion mechanism has been turned in the wrong direction. Continuous turning in full position caused the damage of the cog wheel teeth. The implant is completely blocked and cannot be used anymore. All measurable dimensions were checked and found to be in compliance with the technical drawings and specifications. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.